Event description:
The user of the suspect device had passed out and they think it was due to their readings. Family member gave pt an unknown liquid to drink. They said their glucose was 116 mg/dl the day of the event. Controls were not used. The device was replaced and requested to be returned for evaluation.